Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the left anterior descending artery(lad) to left circumflex artery(lcx). A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device was unable to cross the lesion. Subsequently, upon removal of the device from the patient, the guidezilla came into contact with the hub of a guide catheter and the shaft became detached at the collar part. The detached part was removed with tweezers. The procedure was completed with another guidezilla&#11168;no patient complications were reported and the patient's status was good.